Manufacturer narrative:
(B)(4). Batch # j9223g. Investigation summary the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy upon putting together the hp054 handpiece and the harh36 shear the scrub nurse got and error message on the generator to tighten the assembly however she could neither tighten or loosen the device. The device was therefore not used on the patient and a replacement shear and handpiece were used instead. So there was no harm done to the patient and only a minor delay took place.